Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-18075. It was reported the pt is experiencing pain at the extension connection,. The pt indicated she occasionally feels pain in the area when her scs system is being programmed but the pain goes away on its own. The physician prescribed lidocaine cream for the pt to use.